Event description:
This supplemental report is being filed as additional information was received that indicated this non-boston scientific right ventricular (rv) lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out-of-range pace impedance of greater than 2,000 ohms on the non-boston scientific right ventricular (rv) lead which resulted in a lead safety switch (lss) to the unipolar configuration. Post-lss, one recorded episode contained some noise on the rv lead due to myopotentials. Isometrics and pocket manipulation was performed and the noise and out-of-range impedance measurements could not be reproduced. The health care professional (hcp) reprogrammed the pacemaker to unipolar pacing and bipolar sensing. This product remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.